Event description:
It was reported that approximately four months after implant, the patient developed endocarditis. The implantable cardioverter defibrillator (ICD) and ventricular lead were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).